Event description:
8 sets of primary 3 port b braun tubing noted to be defective. 1l bag of fluid spiked and clamp opened to run fluid through tubing by gravity. During priming by gravity fluid stopped about 2 inches down from fluid chamber and would not go any further. All clamps checked.